Event description:
The advocate's daughter-in-law had hypoglycemic symptoms. She was incoherent, not talking, sweating and shaking. Her blood glucose readings on the contour were approximately 40 and 50mg/dl. She was given several things to eat and some glucose gel. An ambulance was called. Paramedics retested the patient's blood and the reading was 128mg/dl. The customer returned the tests strips for evaluation. New meter and strips were sent to her.